Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was turned off previously. During the device change out procedure, the left ventricular lead was capped. The patient tolerated the procedure and was doing well post operation.